Manufacturer narrative:
Evaluation summary all device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. The device was received for evaluation. The device was run and found to have normal operation, visually the device looks fine. The accuracy test was performed, and the device passed. The accuracy test was within specification. A re-certification test was performed, and the device passed. The accuracy test was performed again, and the device passed again. A manual functional test was performed, and it verified the alarms are working properly. No root cause or corrective actions could be determined because the device passed all testing. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident device has been requested but to date has not been received for evaluation. If the device is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the pump alarmed when the bag was empty but the pump indicated that only 220ml was administered when in reality there was 250ml in the bag. Additional information was received stating that the patient was over fed by 30ml because the patient's mother added 30ml to the bag since the pump showed only 220ml was administered. There was no patient harm or medical intervention needed. The patient was fine. The patient is not metabolic. The volume to be infused was set to 250ml and the rate was set to 250ml/hr. The feed was completed in approximately 1 hr. The actual volume delivered was 280ml after 30ml was added to the bag. The rate of the feed was not changed. The type of delivery was a mic-key button with mic-key extension and kangaroo pump set. The set was used prior to the incident for one hour. The formula used to feed the patient was nestle peptamen 1.2.